Manufacturer narrative:
The subject uhi-4 was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon, but the phenomenon was not reproduced. Omsc investigated the subject uhi-4. The subject uhi-4 operated without any abnormality. Omsc confirmed the error log of this uhi-4, and found three e02 and five e03. E02 means that any malfunction about the base voltage of the ad converter occurred. E03 means that any malfunction about the pressure sensor occurred. Omsc found the signature suspected of any medicinal solution adhered on the internal part of the subject uhi-4. Omsc checked the device history record of the subject device, and there was no irregularity found. By the result of the investigation, omsc surmised that this event was caused by the following mechanism. Any medicinal solution invaded into the subject uhi-4, and adhered on the internal circuit board of the subject uhi-4. There was the medicinal solution on the interconnection on the circuit board, and the unintentional short-circuiting occurs. As a result, any temporary failure of the subject device occurred. The uhi-4 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. During the laparoscopic cholecystectomy, the subject uhi-4 sounded the caution tone sound, and the power was down. The facility repeated the turn-on and the shut-down sometimes. But the phenomenon occurred 4 or 5 times. The facility replaced the subject device with the spare device, and completed the procedure. There was no report of the patient's injury regarding this event.